Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The event occurred in china. It was reported that the rotaflow battery storage capacity was insufficient and the battery needed to be replaced. New information has been provided by the ssu (sales and service unit) dated on 2025-07-15. That the device switched off during the patients transport and therefore the hand crank had to be used. No device replacement was needed. There were no negative consequences for the patient reported. No harm to any person has been reported. Since the device switched off during patient treatment, which stops treatment for a moment, the event can result in a risk for harm of any person. Therefore, a report is required. The patient data was not shared by customer. According to the ssu (sales and service unit) dated on 2025-07-22. The battery will be replaced by a third-party company. The root cause for the reported shut down could be determined as a battery issue, since the lifetime of the battery was passed and replacement overdue. The affected battery was in use for more than two years (not replaced since installation in 2023). Based on the given information the reported failure could be confirmed. The review of the non-conformities has been performed on (B)(6) 2025 for the period of (B)(6) 2023 to (B)(6) 2025. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was produced in 2023-05-10. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. For the affected serial number within the timeframe of the search no additional complaint was found for the same issue. In order to avoid reoccurrence of the reported failure, the customer will be informed by the getinge sales and service unit (ssu) to follow the chapter in the instruction for use heart-lung support system rotaflow system/ 4.4 / en / v15. Chapter 3.3.4: check battery capacity every 6 months, at the latest. The battery must be replaced by the authorized technical service every 2 years, at the latest. The battery must be replaced sooner if it cannot be fully charged within 8.5 hours or if the system cannot be operated with the fully charged battery. Chapter 5.6.1: before starting the application, check the points listed in "check before every use". Before each use, ensure that the batteries are fully charged. If the battery capacity is low an acoustic signal sounds on the device. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available. Note: this event occurred on the chinese market. It is a significantly similar device to "base unit, rotaflow console¿ which is sold in the USA under premarket submission number k991864. For section d4 all available identifying information is for the out of the us device, subjected to this report. Therefore, no gudid information exists. Furthermore, UDI information (primary di number) provided in d4 is for rotaflow console with catalog number 701046405.

Event description:
The event occurred in china. It was reported that the rotaflow battery storage capacity was insufficient and the battery needed to be replaced. New information has been provided by the ssu (sales and service unit) dated on 2025-07-15 that the device switched off during the patients transport and therefore the hand crank had to be used. There were no negative consequences for the patient reported. No harm to any person has been reported. Since the device switched off during patient treatment, which stops treatment for a moment, the event can result in a risk for harm of any person. Therefore a report is required. Complaint ID: (B)(4).